Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4)

Event description:
Report received from united states indicating the device was "heating up." It is known tat the device was used in surgery and that no injury was reported. It is not known if medical intervention occurred. There was no additional information provided.